Event description:
It was reported that this patient reported having anemia, dyspnea and experienced a syncopal event. Approximately 2-3 days later, a patient initiated interrogation (pii) was performed for assessment of device performance. Initial pii efforts were unsuccessful due to a poor connection and/or unavailable service. The interrogation was successful with the use of whats app on the patient's mobile phone. Review of the remote monitoring data confirmed a presenting rhythm of ap/vs with stable threshold, impedances and sensing measurements. There were no stored events and remaining longevity is 12.5 years. The device remains in service and no action is required as normal device function was confirmed. No adverse patient effects were reported.